Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: proposed component code - mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: in the absence of trauma (while walking, therefore during the physiological commuting of the upper limbs), he felt a strange noise in his elbow, which was followed by intense pain in the elbow with absolute functional impotence. Later x-ray on 6 february 2024 showed rupture of the prosthesis. Patient no longer able to drive, continues having pain and mobility limitation, constantly uses a brace immobilizing the joint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported issue is not attributed to the humeral stem. All reported issues are attributed to the fracture of the ulnar stem the reported event is confirmed by provided medical records. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 114833; lot# 125290; item# 114700; lot# 688630. G2: foreign - event occurred in italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent the implantation of a zb total elbow arthroplasty approximately eight (8) years ago. Patient previously had fallen off of a ladder and received a competitor's radial head replacement; however, the patient later required ulnar neurolysis and anteposition, removal of the competitor radial head prosthesis, removal of radio-ulnar synostosis, and removal of heterotopic calcifications due to implant subluxation and radial nerve damage. It was reported that the patient was doing well for years following their implantation of the zb elbow. Subsequently, approximately seven (7) years post-implantation of the zb elbow, the patient was walking and experienced a sudden intense pain in the elbow without associated trauma. X-rays showed implant fracture of the ulnar component and dislocation. Revision surgery has been recommended but not yet scheduled, and patient is continuing to experience pain, swelling, paresthesia and limited motion in the joint and using a brace until the revision occurs. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information. Attempts have been made and no further information has been provided.